Manufacturer narrative:
The investigation determined that this complaint is a duplicate of report with mfg report number: 8010042-2021-00864. Therefore, for evaluation results and manufacture¿s narrative please refer to this report.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
The ventilator's logs that were received for another complaint contained a technical error indicating a turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).